Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and subsequent patient effects could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that the supera stents were not overlapping, one stent was implanted in the proximal sfa and one in the distal sfa. Both stents were noted to have elongated approximately 15-20% of the expected length.

Manufacturer narrative:
(B)(4). The 5.5x80 mm supera stent referenced is being filed under a separate medwatch report number. (B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effects of stenosis and claudication are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances.

Event description:
It was reported that a 5.5x60 mm supera stent and a 5.5x80 mm supera stent were implanted on (B)(6) 2014, slightly overlapping in the superficial femoral artery. On (B)(6) 2015, the patient had severe claudication and the previously implanted supera stents were noted to have totally occluded due to restenosis and treatment was performed using an unspecified drug-coated balloon catheter. The patient outcome was good. No additional information was provided.